Manufacturer narrative:
Date of report : 02/18/2019, date rec¿d by MFR : 12/28/2018. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba (printed circuit board assembly) created the air flow accuracy test to fail and the low leak-co2 rebreathing risk (e/c 1203). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 28dec2018. The air flow sensor printed circuit board assembly (pcba) was returned to philips for analysis. The defective u1 on the air flow sensor pcba created the air flow accuracy test to fail and the low leak-co2 rebreathing risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/14/2018. (B)(4). Philip's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0 liters per minute (lpm)setting. There was no patient involvement. The event date was not specified; estimate used.